Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.